Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported regarding detector asic issue that a black rectangle shows on every image during exposure. No further information received.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 reports # (B)(4). (H3,h6): manufacturing representative went to the site to test the system, verified asic on images. Replaced detector and installed new imager files. Verified detector orientation, verified alignment, and performed gain calibrations. Asic(application specific integrated circuit) was no longer present on any images. Verified image quality on 2d and 3d. Performed system checkout. System passed all tests and was ready for clinical use. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. " detector asic (application specific integrated circuit) issue" ." Installed detector panel in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No issues with images. Codes:b01,c02,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6) rev. Ab, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.